Manufacturer narrative:
Investigation results: two instruments were provided for investigation. The investigation was carried out visually. At on instrument both catches are missing and on the other instrument one of the two catches is missing. Signs of a forced fracture can be found. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The root cause for the problem is most probable usage related. We assume that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU. As a result of this handling the catch broke off during removal.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ennovate mis downtube. It was reported that the tip of the downtube broke off intraoperatively. According to feedback from the surgeon on (B)(6) 2020 it is not known where the broken off parts remained. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).